Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) number is k101880.

Event description:
It is reported that patient was numb, implant was removed to relieve pressure, tooth site #30 (universal). Paresthesia. Saw patient at 1 and 2 weeks, decided to remove the implant. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information. The reported device was returned and the reported event is non-verifiable as no pictures, x-rays or objective evidence was provided by the customer and the event could not be recreated. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (medical other). The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.